Event description:
Info rec'd via email states the following: "two eyes were missing on the catheter; there was no mark of punching". Add'l info rec'd via email notification states that "following a surgical intervention, the customer uses these bags to collect secretions by a stoma at the level of the throat. He uses these bags daily at home, and encounters problems especially during his trips. He specified that he had more problem with the devices which have two (2) turns of rubber band."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Actual samples have not been provided, therefore an investigation was conducted on (B)(4) 2013 based off the pictures of affected product. The pictures confirmed the claimed failure. There are no punched holes at the catheter. Inspection of manufactured products is a part of in process inspection at the machine performed by operator. After the machine adjustment it is an operator's responsibility to take care about the quality of products. Device history files of manufacturing have been checked. Result of review showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. Convatec has not registered any nonconformity during the manufacturing process. No complaint has been rec'd on the batch in question. Based on the info rec'd and our investigation findings we are not able to determine the true root cause of the failure in question. Relevant staff will be informed about the issue. The failure is included in relevant risk management file and associated hazard is evaluated there. Future complaints will be monitored for trends. A returned sample was not expected for this complaint. No add'l info is expected. Reported to the FDA on december 11, 2013.